Event description:
Sorin group received a report that the vent line developed a split during a procedure. Use of the split line was discontinued and the procedure was completed with no further issues. There was no pt injury.

Manufacturer narrative:
Sorin group received a report that the vent line developed a split during a procedure. Use of the split line was discontinued and the procedure was completed with no further issues. There was no pt injury. The involved tubing was returned to sorin group USA for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.